Event description:
Spontaneous call from patient to report the pump stopped working in the middle of treatment and it wasted 2 vials of medication. Unknown if pt missed a dose; no adverse event reported; available for return; unknown lot/expiration. No further information known. Indication: chronic inflammatory demyelinating polyneuritis. Pump used to infuse hizentra 20gm at above dose/frequency. Pump was replaced. Patient did not have backup device. Reported to (B)(6) by pt/caregiver.